Event description:
It was reported that the bladder of an intermate lv167 ruptured. This occurred towards the end of patient infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.the sample was not returned; therefore, a device analysis cannot be completed and a cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.